Event description:
Additional information was received from the patient and it was reported the patient first noticed stimulation navigating to legs in back in 2015 and all over body in 2018. The spinal cord stimulator was navigating to the head, ears, back, arms, legs, private area, rear, cardiac, organs, and peripheral spinal cord nerves. They are waiting for a call back from the physician. They are not happy and stated the surgeon lied and switched medical imaging and typed standard summary in pc that was a lie. The doctors were doing human experimentation on him. It's a never ending cycle of being admitted to the hospital.the patient had gone to the emergency room for cardiac symptoms and while there, they were unable to get their external controllers to connect to the ins. The healthcare provider (hcp) had to use the clinician programmer to connect to the ins. It was not confirmed if the cardiac symptoms were related to the device / therapy. Follow up will be done to obtain additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the ins was "navigating on its own", which was clarified to mean that the patient was feeling stimulation all over their body. The patient asked patient services to help them turn off the ins. It was reviewed with the patient that patient services didn't have that capability, so the patient was asked to get their programmer and recharger out for troubleshooting, but the patient was not compliant. They stated they wanted the ins removed. The patient was redirected to see a doctor. Physician listings were reviewed with the patient. No further information could be obtained during the call due to the escalated nature of the patient at the time of the call.